Event description:
The patient reportedly showed no response to any sound from use of the cochlear implant. The patient's device was explanted. The electrode array of the explanted device appeared bent and twisted. The patient was reimplanted with another advanced bionics cochlear implant.